Event description:
It was reported that a needle 30x1/2 rb clogged during use. The following was reported by the initial reporter: "it was reported that needle clogged.   Verbatim: bd precision glide 30g- x /2" needle in plastic pack purchased through cardinal (seydkbebsk is the cardinal reference). Needle is clogged."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: a device history record review could not be completed for this complaint as the lot provided is 'unknown.' To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came with no packaging blister and connected to a 1ml syringe. A visual inspection was performed and no defects of imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles.

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a needle 30x1/2 rb clogged during use. The following was reported by the initial reporter: "it was reported that needle clogged.   Verbatim: bd precision glide 30g- x /2" needle in plastic pack purchased through cardinal (seydkbebsk is the cardinal reference). Needle is clogged."